Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and bleeding lcd glass.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 184 mg/dl at the time of the incident. The customer stated that they fell on the pump. The customer stated that the screen is damaged and there is crack in the case. The customer stated that the threading around the battery cap is gone. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.